Manufacturer narrative:
The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was scheduled for a lead revision procedure, as loss of capture was observed during a recent device follow up. It was noted the lead was implanted one month ago. During the last check, the lead was not capturing when the patient was lying on the left side and the threshold measurement was said to be greater than 6v@0.4ms. When the patient was lying flat, the threshold value was about 0.9v and when lying on the right side, the threshold was about 3.0v. However, before the revision procedure, these positional tests were repeated and thresholds were stable at about 1.2v@0.4ms. An x-ray was performed and showed the lead was in a similar position as during implant. Therefore, no lead revision was performed and device data was submitted to technical services for review. Upon review, technical services discussed fairly stable rv threshold tests were observed. The lead diagnostics were within normal range and typical of a new implant, and the stored egms were free of any artifact. Continued monitoring was recommended. No adverse patient effects were reported due to the loss of capture as the patient is paced less than 1% in the rv. The lead remains implanted and in service.